Manufacturer narrative:
Additonal information received from the site by the vad coordinator states, that on (B)(6) 2015 the patient stated he had "experienced a hemorrhagic event". On admission patient presented with "hematuria". On (B)(6) 2015 the manufacturer representative followed-up at the hospital. It was said that the patient has been recovering in intensive care unit (ICU) post-hvad to hvad pump exchange. It was stated that the patient was having fevers of 102-104 degrees fahrenheit since exchange, but today on (B)(6) 2015, the fever finally broke. On the evening of (B)(6) 2015 at around 1900 hours, bedside nurse noticed patient was confused and delirious. It was further stated that the team was unsure of the etiology at this time (embolic conversion of old thrombus prior to pump exchange?). Patient placed on continue renal replacement therapy (crrt) yesterday for worsening kidney status. Team will continue to monitor neurological status and for any progress of subarachnoid hemorrhage. It was stated that there were no history of present illness that may have contributed to the event. Log files to be added once read. It was also stated that the patient would stay hospitalized until transplant. No additional information provided. Stroke has been identified as a serious adverse event that may be associated with use of the lvad system. Although, the root cause of the reported event cannot be conclusively determined, patient, clinical and operational context are factors that may have contributed. With review the reported information there is no indication of any device performance or manufacturing issues related to the event. Factors which may have contributed to stroke in this patient include anticoagulation therapy. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the patient experienced a hemorrhagic event. The clinical specialist was on site on (B)(6) 2015 to follow-up. The patient has been recovering in the ICU post-hvad to hvad pump exchange. The patient was fentanyl gtt and was lightly sedated on versed. The patient had fevers of 102-104 degrees fahrenheit since the pump exchange, but on (B)(6) 2015 "finally broke the fever." Wbc was noted to be 12,000. All cultures have been negative to date. On the evening of (B)(6) 2015 at around 1900 hours, the bedside nurse noticed the patient was confused and delirious. Serial head CT exam showed small brain bleed in the subarachnoid region of the brain. Patient was on heparin gtt at 1050 units/hr at the time. Inr was noted to be 1.1, ldh 654, and cr 4.5. Heparin gtt was immediately discontinued. Team is unsure of etiology at this time (embolic conversion of old thrombus prior to pump exchange?). Of note, hvad pump speed was running at 3240 and patient was receiving 9-10l of flow for a bsa of 2.3. On (B)(6) 2015, echo showed a severely depressed rv with little motion and a grossly collapsed lv. Loss of waveform pulsatility noted on monitor. Maps have been in the 70s. After tee, speed brought down to 2840 with a return of pulsatility. Latest vs: 96, map 73, pa 26/15(19), map 7. Hvad at 2840rpm, 7.4l/min, 5.3w. Patient remains on dobutamine drip 8 mcg/kg/min and epinephrine drip 5 mcg/min. Inhaled nitrous oxide continues via ett/ventilator. Patient placed on continue renal replacement therapy (crrt) for worsening kidney status. Team will continue to monitor neurological status and for any progress of subarachnoid hemorrhage. Log files will be sent. Investigation is ongoing.